Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tapping the sample button on the encor MRI driver, instead of closing the shutter it will take a sample. After completing a clock face, instead of stopping it will continue on around. Having the screen set to take only one sample and holding the sample button on the driver to take only one sample and then lifting your finger it will continue to take a sample in that position, had to disconnect the needle in order for it to stop sampling. Additional information was provided stating that the same facility was using the encor enspire system sn (B)(6) and encor MRI driver sn (B)(6) in the same event. The user also stated this issue has occurred at a few different steps - but mostly after administering anesthetic or placing the marker. Once it continued taking the samples after the doctor has finished the 'clock face' (obtained 6 samples) and had taken their finger off the sample button on the driver. Modality used was MRI. To stop the procedure encor enspire system was turned off. Even though the needle was inside the patient's breast when this issue occurred, there was no reported patient injury, and no medical intervention was needed for any of the patients. There were no issues reported with the disposables used.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when tapping the sample button on the encor MRI driver, instead of closing the shutter it will take a sample. After completing a clock face, instead of stopping it will continue on around. Having the screen set to take only one sample and holding the sample button on the driver to take only one sample and then lifting your finger it will continue to take a sample in that position, had to disconnect the needle in order for it to stop sampling. Additional information was provided stating that the same facility was using the encor enspire system sn (B)(6) and encor MRI driver sn (B)(6) in the same event. The user also stated this issue has occurred at a few different steps - but mostly after administering anesthetic or placing the marker. Once it continued taking the samples after the doctor has finished the 'clock face' (obtained 6 samples) and had taken their finger off the sample button on the driver. Modality used was MRI. To stop the procedure encor enspire system was turned off. Even though the needle was inside the patient's breast when this issue occurred, there was no reported patient injury, and no medical intervention was needed for any of the patients. There were no issues reported with the disposables used.